Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. The suspect product was not returned.

Manufacturer narrative:
Na.

Event description:
The customer stated they had an electrical event that affected the base unit and the meter. The customer stated they were affected by a power surge. The customer then stated that they were replacing network cables and discovered burn marks to the back of the base unit and the meter. The base unit has a visible burn mark on it where the unit comes into contact with the meter. The meter has a rechargeable battery pack that is bulging from heat and it shows visible signs of burning where it comes in contact with the base unit. There was no adverse event. The coagucheck xs pro serial number is (B)(4). The suspect product was requested to be returned and the replacement was sent. This medwatch is for the base unit. Please see the medwatch with (B)(6) for the information on the meter.